Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that they were injected with 1 syringe of juvéderm® in the lips at a friend¿s house and a few hours later the patient¿s lips became infected, inflamed, and swollen. The patient also believes they were injected with product from a previously used juvéderm® syringe. Three days later the patient was prescribed cephalexin and methylprednisolone. The swelling in the top lip has gone down a little bit because the vein is no longer swollen. "The lesion on the bottom of the lip was a pustule filled with bloody yellow puss." The patient also reported that they found out that the injector is not licensed. The patient has an allergy to ceclor and has had prior fillers. Symptoms are ongoing.